Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she wanted replacement for her infusion set. Customer stated in two occasions she had no delivery alarm and she wasted infusion set and reservoirs. Customer's blood glucose was 400 mg/dl. Customer was unable to troubleshoot at the time as customer was reporting a past event. Customer is not returning the insulin pump for analysis.